Event description:
It was reported that the pump touch screen was shattered and unresponsive. There was no reported adverse impact to the customer¿s blood glucose level. The customer was sent a replacement pump for continued insulin therapy.